Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex fully covered biliary stent was implanted in the ampulla to treat a leak in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was successfully deployed; however, it was noticed that the wires of the stent on the proximal end were damaged and not in their usual position. The wallflex biliary stent remained implanted and the physician is comfortable leaving the stent implanted. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: a photo of the wallflex biliary stent deployed inside the patient was provided and it was observed that the stent wire was bent inward. It was reported that the wallflex fully covered biliary stent was implanted to treat a leak in the common bile duct. Per the instructions for use (IFU), "the wallflex biliary rx fully covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms, relief of malignant biliary obstruction prior to surgery and for treatment of benign biliary strictures." The wallflex biliary stent is not indicated to treat a leak.